Event description:
I had lasik in approx 2007. The past several years I have been having issues with glare from things such as computer screens, phone in darker settings, driving at night and seeing lights, etc.